Event description:
It was reported that the bd 30 ml syringe was not recognized during demo of interoperability workflows with the syringe module. There was no patient involvement. Further information was provided by the customer. The event was identified during use of a test syringe pump. When the user loaded a 30-ml syringe into the syringe module, an error message populated that the syringe was not recognized and did not resolve with syringe/lever manipulation. Same issue occurred with a 50-ml syringe. The issue occurred on a test pump that is currently not used for patient care, nor will it in the future. No issues have been reported with pumps used in patient care areas. Customer does not wish to send the device for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had un-recognized syringe was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bd 30 ml syringe was not recognized during demo of interoperability workflows with the syringe module. There was no patient involvement. Further information was provided by the customer. The event was identified during use of a test syringe pump. When the user loaded a 30-ml syringe into the syringe module, an error message populated that the syringe was not recognized and did not resolve with syringe/lever manipulation. Same issue occurred with a 50-ml syringe. The issue occurred on a test pump that is currently not used for patient care, nor will it in the future. No issues have been reported with pumps used in patient care areas. Customer does not wish to send the device for investigation.